Manufacturer narrative:
One (1) used list# b33980, 5" (13 cm) appx 0.83 ml smallbore trifuse ext set w/2 clave¿, 2 check valves, 3 clamps (red, yellow, white), luer lock, connected to an unknown microclave were received for evaluation. As received no physical damage or anomalies were observed. The returned sample was tested as per procedure and a leak was observed coming from between the shunt and tapered connection of the bifurcated connector. The bond where the leak was observed was separated and an insufficient solvent coverage in the tapered connection of the bifurcated connector, was found. (A1) complaint can be confirmed. The probable cause is due to insufficient solvent coverage during assembly process in ensenada.

Event description:
It was reported that the trifuse extension set had several reports of leaking extensions. There was unknown patient involvement and unknown adverse event. The event occurred on an unspecified date.

Manufacturer narrative:
The device was requested to be returned for evaluation- it has not been received. The investigation is pending.